Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were identified.

Event description:
The account alleges that during a procedure, the catheter detached. The clinician was in the process of conducting uterine artery embolisation when the catheter tip (the black portion) detached and lodged in the aorta. In an attempt to retrieve the broken segment with a snare, it further fragmented into two separate pieces. No additional patient consequence to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.